Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts.

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the up/down and light buttons are not responding. The issue was not resolved with training. There was no evidence of product misuse. The pump is out of warranty and the patient refused to return the animas product. There was no adverse event associated with this complaint.